Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the battery used during the reported event, the device history file (dhf), and battery log were returned for evaluation. The customer's report was verified during review of the dhf and attributed to a software timeout which caused the device to remain in a partially powered state and drain the returned battery. It is unknown what caused the timeout. The battery was scrapped after testing and a replacement was ordered for the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.